Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave ablation catheter 31mm during procedure to treat an atrial fibrillation, presented the inner wire lumen detached from the distal tip of the catheter. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device was disposed so it will not be returned.

Manufacturer narrative:
B5: describe event or problem - updated with additional event narrative. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave ablation catheter 31mm during procedure to treat an atrial fibrillation, presented the inner wire lumen detached from the distal tip of the catheter. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device was disposed so it will not be returned. It was further reported that the inner wire lumen detachment occurred inside the patient, but it was safely removed. No further patient complications were reported.